Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice for high blood glucose and diabetic ketoacidosis on (B)(6) 2022 for 3 days. Blood glucose reading was 500 mg/dl. Sensor glucose reading was 530mg/dl. The customer did test for ketones and tested positive for ketones. The customer did allege under delivery. The customer was using the insulin pump within 48 hours of reported event the auto mode feature was on at the time of the event. The customer was able to upload successfully on the carelink personal. Troubleshooting was performed. The insulin pump will discontinue to use the device.